Event description:
It was reported that the patient was on biventricular assist devices for acute support with an oxygenator on the right side since (B)(6) 2014. On (B)(6) 2015 while out of bed sitting in a chair, the patient reportedly became hypotensive and a large pool of blood was observed around the patient's chair. The perfusion team identified a disconnect of the 24 foot arterial return cannula. The disconnection was noted to originate at the pre-sealed factory connection of the cannula distal to the 3/8 inch connection of the left sided extracorporeal life support circuit. A 3/8 inch straight connector was inserted at the proximal end of the cannula and the circuit flows were re-established. The patient was transfused several units of packed red blood cells and recovered to baseline. It was noted that the patient was moving from the bed up to a chair twice daily and was usually sitting in a chair for approximately 6 hours a day.

Manufacturer narrative:
The lot number and expiration date of the cannula are unknown.approximate age of device: 57 days in use as reported by the hospital.the manufacture date of the cannula is unknown.the device is not expected to be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. An examination of the 24 foot arterial return cannula could not be conducted, because the equipment was not returned for analysis. However, the 24 foot arterial return cannula kit instructions for use warns that the cannula has not been qualified through in vitro, in vivo, or clinical studies for use longer than 6 hours. Additionally, the instructions for use outlines instructions for using tie bands to secure the connection between the return cannula and tubing. No further information was provided. The manufacturer is closing the file on this event.